Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. The patient reports having a headache. The patient reports not being able to use their controller due to it was stuck on a loading update. The patient reports they were unable to treat their high blood glucose levels as they were out of syringes. Once at the hospital emergency room the patient was treated with manual insulin infections, intravenous fluids and tylenol. The patient was in the hospital emergency room for 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 19.0 smartphone hardware: iphone17.3 cgm sensor type: g6.